Event description:
Health professional reported receiving inaccurate readings on their adc blood glucose meter. Health professional reported receiving a reading of 458 mg/dl compared to a lab result of 211 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with approved test strip lot 4500161498. The meter was disassembled and the pcba was replaced. Control solution tests were performed. All functional test results and visual inspection were within device specifications. The complaint was not confirmed.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Note: the device manufacture date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted. (B)(4).